Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009 and a sling was implanted. The patient experienced pain, pressure, swelling, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding and erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and a mesh was implanted concurrently with vaginal vault suspension, right sacrospinous ligament suspension, high uterosacral vaginal vault suspension, lysis of adhesions. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hesitancy, urgency, and urinary retention.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 concurrently with overlapping sphincteroplasty and z-anoplasty in order to treat stress urinary incontinence, pelvic organ prolapse, fecal incontinence with whitehead deformity, and anterior anal sphincter defect. It was reported that following insertion the patient experienced pain, pressure, swelling, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding and erosion of her internal bodily tissue, infection, urinary/bowel problems, recurrence, and dyspareunia. The patient has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent a cystoscopy and right retrograde pyelography on (B)(6) 2012. It was reported that the patient underwent robotic adhesiolysis of abdominal and ileal adhesions, repair of incidental cystotomy, robotic sacral colpopexy, moskowitz occlusion of the posterior cul de sac, and post operation cystoscopy on (B)(6) 2012. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-26177. The same patient is represented in each medwatch.